Manufacturer narrative:
Investigation results: one open and 28 sealed 31g x 5mm pen needle samples were returned from lot. No. 6286886, cat. No. 325107. Visual examination was carried out on the returned open sample and a broken patient end of needle was observed. No shield was returned and no manufacturing related issues were observed. Visual examination was also carried out on 30 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no manufacturing related issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd micro-fine ultra¿ insulin pen needle broke in a 26 month old child¿s muscle as an injection of growth hormone was being administered. Medical intervention was required and reported ¿the needle could not be removed from the patient's arm after operation¿. No further information is available at this time.